Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a pyxis medstation es system had waste amount incorrect. The customer reported that the malfunction occurred for every administration of this medication which was ordered as every 6 hours and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.